Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that, post implantation, the patient experienced infection, bleeding, damage to surrounding structures, recurrence of stress urinary incontinence and erosion. The patient underwent excision of mesh and urethrolysis on (B)(6) 2013, due to functional bladder outlet obstruction. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.